Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. E8 power interrupt errors were found in the history, and the up button is always active. Due to an external mechanical influence, the snap dome of this button is pressed through. This source led to an always activated up button and it is not possible to confirm the e8 (power interrupt) error messages.

Event description:
Reporter stated, the infusion device displayed an e8 power interrupt error, and the error message could not be cleared by pressing the check button. No physiological effects were reported. The infusion device was requested for evaluation.